Event description:
The customer reported non-reproducible discrepant troponin I (access accutni) results, within the risk stratification range, for three patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. This report is one of two referencing the patient on the event date noted. The original result was released from the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in becton dickinson lithium heparin plastic separation tubes (pst) and centrifuged for five minutes. The customer indicated the samples were analyzed from the nesting cups, immediately after collection. Retest samples were centrifuged on a statspin express centrifuge for five minutes analyzed approximately two hours after collection; the samples were full collections and appeared clear and in good quality. Following reanalysis, the customer issued a corrected report to the hospital. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the wash valve assembly and observed micro bubbles. The fse replaced the wash valve motor and resolved the micro bubbles issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Wash valve assembly. In conclusion, system hardware is the likely cause of the event. Replacement of the wash valve assembly and wash valve motor resolved the issues. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00846.